Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was dimmed and customer was having issues with seeing the screen. Additionally, the wake button was sticking. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.